Event description:
A home patient (hp) reported having connection issues with a drain bag. The customer reported they had a drain bag on which the connection did not connect tightly. The connection would not twist and lock into place. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the caregiver (cg) regarding the drain bag. The cg state the drain bag would not connect properly. The cg stated the connection end would twist continuously and would not become secure. The cg used a different drain bag from the same box and they were able to twist the line from drain bag and the line from the cassette into place. There was no report of injury or medical intervention. On (B)(4) 2011, product surveillance contacted the registered nurse (rn). The rn confirmed the home patient (hp) was having issues with connecting the drain bag and it not remaining secure. The rn did not have the lot number to the drain bag. The rn stated they were willing to return the drain bag. There were no further details.

Manufacturer narrative:
(B)(4). This complaint was for a connection issue for a drain bag. A sample was received and evaluated. However, the reported condition could not be confirmed nor duplicated and an assignable cause could not be determined. A batch review could not be performed as the lot number of this device is unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed that product surveillance received a 3l drain bag and was expecting a 3l drain bag. The rn stated the faulty drain bag was 3l and not 15l. The rn stated they sent back the correct product that should be evaluated for the connection issue. The rn stated a 15l drain bag was not defective. There were no further details provided.